Event description:
It was reported that a patient receiving deep brain stimulation (dbs) therapy experienced elevated lead impedances and reduced tremor control. Clinical evaluation by the physician attributed the issue to suboptimal placement of the implantable pulse generator (ipg). Although device reprogramming was attempted, the problem persisted. Subsequently, the patient underwent a revision procedure in which the ipg was explanted and replaced. The patient is reported to be recovering well following the intervention.

Event description:
It was reported that a patient receiving deep brain stimulation (dbs) therapy experienced elevated lead impedances and reduced tremor control. Clinical evaluation by the physician attributed the issue to suboptimal placement of the implantable pulse generator (ipg). Although device reprogramming was attempted, the problem persisted. Subsequently, the patient underwent a revision procedure in which the ipg was explanted and replaced. The patient is reported to be recovering well following the intervention.

Manufacturer narrative:
Correction to initial report in block e1. The returned device was analyzed, and x-ray inspection identified a fracture in the feed-thru wire responsible for case grounding. This fracture resulted in elevated impedance and a subsequent loss of stimulation, as reported by the patient. Further analysis determined that the failure mechanism was consistent with cyclic fatigue of the feed-thru wire. Fractographic evaluation revealed evidence of repeated bending stresses that exceeded the materials local fatigue threshold, ultimately leading to wire fracture. Contributing factors include the subpectoral implantation technique, which exposes the implantable pulse generator (ipg) to recurrent mechanical loading from muscle contractions against the ribcage. This loading condition is not typically observed in subcutaneous implant placements.